Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The assignable cause was determined to be an unexpected high ultra filtration (uf) for the therapy compared to other therapies. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine by baxter (B)(4), one increased intra-peritoneal volume (iipv) event was identified through review of the event log. During night drain cycle 3, the patient's ultrafiltration reading was 518ml, indicating the home patient (hp) drained 518ml more than their maximum programmed fill volume of 250ml. This information meets iipv criteria. There was no report of patient injury or medical intervention associated with this incident.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.